Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Once fse arrived, issue was changed to to the unit had alarmed "low vacuum" and shut down. This unit is used on a helicopter and is put through some rigorous travel. Fse inspected the unit and looked through the logs. Fse found that the unit alarmed "iab catheter restriction" and .07 seconds later there was a "low vacuum" alarm. After this, there was 16 minutes of "autofill failures". This all occurred at the time of landing and moving patient to the hospital. Fse spoke with the department manager and she stated that when the helicopter lands and the patient is being transported from the helicopter to the hospital that there may be a monitor or other piece of equipment placed on top of the patient. Fse tested the unit and was unable to duplicate or see any issues with the performance. Due to the catheter restriction and autofill alarms, fse feel that the alarms were triggered by either the iab being restricted by a piece of medical equipment on it or the extender became disconnected. Fse have fully inspected and checked the unit finding no issues. Fse approved the unit to be returned to clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was overheating. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.